Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported during servicing of the cardiosave intra-aortic balloon pump (iabp) a getinge service territory manager (stm) had power cord reel adjustment issue. There was no patient involvement and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and noticed the power cord was wrapped around unit instead of being coiled inside unit. The fse removed side cover to find cord was uncoiled inside unit. To fix the issue, the fse recoiled the power cord and tested the reel to ensure proper functioning. The fse did not release to customer due to another issue with the unit. Performed all manifolds test. Also verified the meter was holding steady. Adjusted power cord reel. Released to customer for clinical use.